Event description:
As reported by the user facility: (B)(4); over infusion on (B)(6) 2012.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of (B)(4). In a f/u call to the facility, the reporter indicated the pump is sequestered at the facility and the biomed dept has not tested the pump. He also confirmed that there was no pt injury and that the IV set involved in the incident was not saved. The actual pump involved in the reported incident has not been received for eval at this time. A f/u report will be provided after the inspection results are available.